Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that four (4) vented micro-volume inlets had black and white particles in the outer packaging, in the inlet or on the terminals. This was noticed before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: h4: the device was manufactured on an unknown date between december 2024 and january 2025. H11: all four devices were received for evaluation. The devices underwent visual inspection under normal room and led light conditions which showed: sample 1-white particle 0.40mm on the blue spike cap, not in fluid pathway. Sample 2-tiny dark spot 0.02mm embedded in outside of tubing, not in the fluid pathway. Sample 3-tiny dark spot 0.02mm sealed in the packaging on the white paper backing packaging material, not in the fluid pathway, and a tiny white particulate 0.10mm on the blue spike cap, not in the fluid pathway. Sample 4-two tiny white particulates 0.02mm on the blue spike cap, not in the fluid pathway. While the reported particulate matter (pm) was verified; however, the pm is not in the fluid pathway. The reported condition was verified; however, the condition would not cause or contribute to serious injury if it were to reoccur. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.